Event description:
The physician had implanted a wallstent and was using a smash percutaneous transluminal angioplasty balloon to post-dilate. The balloon was dilated to 13 atmospheres and ruptured. The rated pressure of the balloon was 11 atmospheres and it was used off-label for post-dilation of a stent. It appears that the rupture was caused by the stent. There has been no claim of injury to the pt related to this event.